Manufacturer narrative:
H10: the sample was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation between the female connector and main body was verified. The reported connection issue at the female connector was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot numbers: h20c24042 or h21d27091. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set could not be disconnected from the connector of a pd ultra-bag system. This was identified by an in-hospital nurse during use on a patient for peritoneal dialysis (pd) therapy. The transfer set had been in use on the patient for approximately one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.